Manufacturer narrative:
User error. The operator continued to run the instrument although wash 1 errors were posted. A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the instrument error messages was due to a cracked wash 1 lid. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Event description:
A discordant advia centaur troponin ultra result was obtained on a pt sample. The result was not released to the physician. The sample was repeated on an advia centaur cp and a corrected result was reported. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra result.